Manufacturer narrative:
Product complaint # (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently not available. Discarded by customer.

Event description:
The sales rep reported via phone that the patient had an infection a month after having a 6.5 healix advance peek 3 suture with orthocord implanted. The surgeon removed the sutures and anchor, cleaned out the infection and replaced the anchor with another like device. There were no patient consequences or delays. The device was discarded.